Manufacturer narrative:
Date sent to the FDA: 10/31/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2015 during which the surgeon noted an abscess was found to track to the previously placed mesh and proceeded to remove the portions of the mesh involved in the wound. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted an apparent mesh infection at the repair site and proceeded to remove any palpable mesh that was not well incorporated. It was reported that the patient experienced an unknown event. No additional information was provided.